Event description:
Account stated that the head section of this bed will not go down. Account wants a technician to repair, no injury reported.

Manufacturer narrative:
Account did not want to pay to have bed repaired. Repair info is unavailable at this time.